Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the tips of the maryland bipolar forceps instrument would not open and close all of the way. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported issue. Fa found the instrument had stuck grip tips. The grip tips were unable to be manually opened or closed or move the yaw motion of the distal end. The root cause of this issue is attributed to the user. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of this issue is attributed to the user.